Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet following a supply change that the user believed was performed incorrectly, with the pump later noted to have a cartridge that had not been fully seated; the user disconnected from the device and administered 4 units of novolog by injection, then performed a full supply change with guidance and resumed insulin delivery. Symptoms included elevated blood glucose exceeding device display limits, polyuria overnight, and moderate ketones that decreased with hydration, without nausea or other acute illness. Outcomes included self-management with backup insulin, increased fluid intake per ketone action plan, and improvement in glucose and ketone levels without medical intervention or hospitalization. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed no occlusions or bent cannulas and suggested a possible infusion setup issue related to an incompletely inserted cartridge that was reattached by the user. It was concluded that hyperglycemia occurred with an unclear cause, with a probable user setup inconsistency, and the event resolved after supply replacement and resumption of insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.